Event description:
Initial surgery was done with trochanteric nail system for femoral neck fracture. The date of the surgery is unknown. After the surgery, it was found that the lag screw was backed out by 5-10mm through x-rays. According to the doctor, another surgery will be performed later.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.